Event description:
Pt had liver transplant. While in or there was a failed suture line resulting in some add'l bleeding. Post-operatively the pt was diagnosed with aphasia yet all tests were negative. The surgeon feels the pt became aphasic as a result of the failed suture line and bleeding while in the or.